Event description:
Complainant alleged that while treating a (B)(6) female patient who had went into ventricular fibrillation, as a result of a motor vehicle accident, the device charged up to 120 joules and delivered a shock, the device then displayed a "defib pad short" message. During second attempt to shock the patient the device charged up, however, would not deliver energy and continued to display a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.